Manufacturer narrative:
(B)(4). Device photo analysis: device photographs for the device related to the report of rupture were reviewed. Visual analysis of the photos identified the device with clouds and a deformation. Due to the impossibility to perform a visual analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.